Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2017-01893. During implant, a fluoroscopic examination was performed which revealed a cardiac perforation with a pericardial effusion and a sudden blood in the patient's blood pressure. The implantation was stopped and it is unsure which device caused the perforation. The perforation likely occurred in the right atrium. A pericardiocentesis was performed and the patient is stable.

Event description:
During implant, a fluoroscopic examination was performed which revealed a cardiac perforation with a pericardial effusion and a sudden drop in the patient's blood pressure. The implantation was stopped and it is unsure which device caused the perforation. The perforation likely occurred in the right atrium. A pericardiocentesis was performed and the patient is stable.